Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 500 mg/d and a massive infection in her kidney. The patient had also fallen prior to the hospitalization. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.